Event description:
Pt states that she had a total hysterectomy with bilateral salpingo-oophorectomy with da vinci device in 2011. She stated that during this procedure there was a complete transection of her right distal ureter. She states that she had several procedures following in 2011, however she remains incontinent.